Event description:
Device did not function as expected. It was reported, "size 32 +0 degree alumina head ball did not fully seat."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6) 2006 to (B)(6) 2008 were the scope of this retrospective review. These events were part of a retrospective summary report being submitted under exemption # (B)(4). There are 5 events associated with this event type (device did not function as expected and product code lzo).